Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was in the 300's mg/dl range and a correction bolus via the pump was delivered to address the bg level. A supply change was performed to address the occlusion alarm. During a follow-up, it was confirmed the occlusion alarm was resolved by the supply change and the customer's bg level returned to target range.